Event description:
It was found that the patient left push handle was broken with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.